Event description:
Intra-Aortic Balloon catheter with noted blood in the gas line, upon removal identified clotted blood inside the balloon; post removal patient had excessive bleeding despite mechanical and manual pressure; patient taken emergently to the operating room with vascular surgery; patient had dissection of the right iliac artery and CFA, required fem-fem bypass grafting to be performed. Refer to additional documents in I2K.